Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 8 years post implant of a 26mm sapien valve, the patient developed pvl, stenosis, and regurgitation. A 26mm sapien 3 valve was implanted within the pre-existing valve. The procedure was successful with a good result. The patient left the or in stable condition and without complications.

Manufacturer narrative:
Per the patients medical records, echo performed approximately 4 years post implant of the sapien valve showed ef of 55 percent, ava 1.2cm2, avmg 17 mmhg, and vmax 288 cm/s. Echo performed approximately 7 years and 10 months post implant of the sapien valve showed ava 0.95cm2, mean gradient 28 mmhg, vmax 360 cm/s, and moderate dual pvl jets. Echo (tee) 2 months later showed and ef of 50 percent, moderate and eccentric pvl and central aortic insufficiency, and mean gradient 28 mmhg. Approximately 8 years post implant of the sapien valve, a 26mm s3 valve was successfully implanted within a 26mm sapien valve in the aortic position using transfemoral approach. Per the operative note, the valve was well seated with no ai or pvl, and mean gradient less than 10 mmhg. There was no mention of any complications or edwards device malfunctions. Structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) is listed in the instructions for use for the tavr procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Despite multiple requests, additional information was unable to be obtained. In this case, the cause for the structural valve deterioration could not be confirmed. However, may be due to pre-existing valvular disease progression and additional patient factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.